Event description:
The patient contacted (lifescan) lfs and reported that their induo meter was reading inaccurately high. Lfs was able to contact the patient, who provided additional information. The patient had two induo meters, and the subject meter is one of them. During troubleshooting, it was discovered that the patient's meter was in the wrong unit of measurement (mg/dl instead of mmol/l). The patient had not noticed that the meter was in the wrong unit of measure themselves and that they did not imagine that they accidentally changed the meter settings. Since november 2004, they had the feeling that the meter gave incorrect results. One morning, they took more insulin, and later was feeling hypoglycemic. They ate something, but did not get any "extra treatment". They had consulted their doctor due to high results, but their hba1c result was "better than before" and therefore, the doctor advised them to continue with what they were doing and to eat something extra if they were feeling low. An appointment was also set up for them with a diabetes nurse next month. The patient was sent a replacement meter, test strips, and control solution.